Manufacturer narrative:
The insulin pump passed the excessive no delivery test, prime test and displacement test and no unexpected no delivery alarms occurred. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a no delivery alarm. The customer's blood glucose was 412 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the insulin did not exit during fixed prime. The customer reported that the insulin pump alarmed no delivery during fixed prime after disconnecting and reconnecting the tubing and the reservoir. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.